Manufacturer narrative:
Model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 5068693; model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient developed a small hematoma in the spine area. Symptom of extreme pain in the low back area five minutes after lead pull was noted. It was believed that hematoma was a complication of the lead pull. The patients status was stable. It was unknown if medical intervention was provided.